Event description:
It was reported that during a wedge resection procedure, on the second firing, the device only partially fired and the staple line was incomplete. The 'defect' in the staple line was sutured which took an additional forty minutes to complete. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A customer contacted beckman coulter inc., (bci) regarding multiple erroneously elevated troponin (accutni) results, above the ami cut-off, generated by the access 2 immunoassay system for several patients. Repeat testing on an alternate methodology produced a discordant result in a different clinical category for one patient. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. After further analysis the knife was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.